Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked from the cannula during and after the cannulation. The following information was provided by the initial reporter: "leakage from end of cannula during cannulation and after"

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one photo of the top web of batch 1359710 was received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no photos or samples of the defect were received, further investigation cannot be performed. Visual inspection and catheter adapter leakage testing were performed on the reported batch. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked from the cannula during and after the cannulation. The following information was provided by the initial reporter: "leakage from end of cannula during cannulation and after".